Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted eight (8) years, underwent valve-in-valve procedure due to mitral stenosis. Tmvr was successfully performed with a 26mm 9755rsl transcatheter valve without complications. Patient was stable at the end of the procedure.

Event description:
It was reported a patient with a 25mm magna ease mitral valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. Tmvr was successfully performed with a 26mm 9755rsl transcatheter valve without complications.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.